Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2013-09825. (B)(4) study. It was reported that angina and in stent restenosis occurred. In may 2011, the patient presented to the facility with progressive chest discomfort and abnormal stress test and the patient was referred for cardiac catheterization as scheduled. Subsequently, the index procedure was performed. The target lesion was a de-novo lesion located in the distal right coronary artery (rca) with 90% stenosis and was 15 mm long with a reference vessel diameter of 2.50 mm. The target lesion was treated with pre-dilatation and placement of 2.25 x 28 mm and 2.25 x 16 mm taxus liberte stents overlapping with each other. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and prasugel. In (B)(6) 2013, the patient presented with increasing angina. At the time of the event, the subject was only on aspirin. The study drug per protocol was last taken on (B)(6) 2012 and other antiplatelet medication was never taken during the study. At the time of reporting, the event was considered not resolved. Twenty days from the onset of symptoms, the subject presented with two week history of high left sided chest discomfort. The patient was diagnosed with worsening coronary artery disease and was hospitalized on the same day. Cardiac catheterization was recommended. Coronary angiography revealed 90% in-stent restenosis of the study stents placed in distal rca. In (B)(6) 2014, coronary artery bypass graft x 3 was performed with saphenous vein graft (svg) to right posterior descending artery (pda), svg to first obtuse marginal branch and left internal mammary artery (lima) to left anterior descending artery (lad). Four days post procedure, the event was considered resolved without residual effects and the patient was discharged.